Event description:
It was reported the patient has not ever felt stimulation when lying on their right or left. It was reported the manufacturer representative was able to program the patient so they were able to feel stimulation while lying down. (B)(4). Additional information received reported the patient was not feeling stimulation when on their left or right side with sensor. It was noted that nothing was changed with any of their positions except for the left/right side. It was reported program 1 was zeroed out and a second program added with different electrode combinations. It was reported to obtain perfect coverage all the way into their toes a pulse width of 600 was needed however the electrodes used in each program would not allow a pulse width of >450. It was reported program b was used and was ¿almost perfect¿ and the patient is able to manually switch between their l/r sides should their foot pain get really bad. (B)(4). Additional information received reported that when the patient lays on their side on the couch, sometimes the implantable neurostimulator (ins) will switch from laying left to upright without warning. It was noted the patient will check the ins with the patient programmer and it will show upright on the screen. It was noted that it also occurs while the patient is in bed because it ¿sort of slopes down¿ in the middle. It was noted this has happened several times and may be due to the not saving the correct position. It was reported the manufacturer representative checked all the positions and they are accurate. It was noted the cones were made smaller and the positions were re-created to verify the ins is reading accurately.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).